Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer meshgraft ii. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicated that the device is manufactured on 06/06/2012 and has no repair history at zimmer surgical. Eval of the device observed wear to the roller and cutter. Prior to repair, a test mesh passed and the device was within calibration specs. Customer did not return a ratchet or any associated carriers for eval. The customer's reported event could not be reproduced during testing and a cause could not be determined; however, the wear to the cutter could cause the device to produce an undesirable mesh when meshing skin. Improper handling by the user and lack of preventative maintenance most likely caused the wear to the cutter and roller. Per instructions for use, it is recommended that the device be returned for maintenance annually. The device was serviced and returned to the customer.

Event description:
It was reported that while using the zimmer meshgraft ii, the center of the blade was not cutting. No add'l clinical info was received prior to this report. If add'l info is received, a f/u medwatch will be submitted.